Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during routine microbiological testing, the gastrointestinal videoscope tested positive for >10 colony forming units (cfus) of candida spp. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Additional data: d8, d9, h3, h4, h6. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: aug 22, 2024. Sampling from: distal end. Cfu: n.d. Bacterial identification: n/a. Sampling date: aug 22, 2024. Sampling from: biopsy, suction channel. Cfu: 0 cfu/endoscope. Bacterial identification: n/a. Sampling date: aug 22, 2024. Sampling from: a/w channel. Cfu: 0 cfu/endoscope. Bacterial identification: n/a. The device was evaluated where an additional potential adverse event was confirmed where foreign material was noted in the air/water cylinder and air/water tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation of foreign material, olympus confirmed foreign material came out of the device, but the type of the material could not be identified. It is possible that a de-foaming agent containing simethicone remained in the device. However a root cause could not be determined. Based on the investigation of the positive culture, growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." ¿operation manual_ insertion_ air/water feeding and suction_ air/water feeding- warning: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories). *precleaning the endoscope and accessories. *manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.